Event description:
Healthcare professional reported injecting a patient with juvéderm® vollure¿ xc into the right nasolabial fold. A vascular occlusion occurred. Patient would go to urgent care the next day when they were sent home and advised to apply a warm compress. The patient returned to the injectors office three days later showing necrosis at the right nasolabial fold that had traveled up nose and forehead. Patient was injected with hylenex. Patient would return the next day for additional hylenex and hyperbaric oxygen chamber, but event was not improving.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.